Event description:
It was reported that 25 days after a subclavian vein stenting treatment procedure, stent migration difficulties were encountered. During the initial procedure, the physician deployed a sentinol stent in the subclavian vein. Upon post-deployment, he decided not to post-dilate the stent. The procedure was completed successfully and the pt was discharged. Twenty-five days later, the pt presented with shortness of breath. An echocardiogram showed that the stent had migrated to the right ventricle. Another physician was consulted and performed a procedure to percutaneously remove the stent from the right ventricle. During the removal of the stent, it was " sheared in half." The remaining portion of the stent embolized and is currently lodged in the pt's right pulmonary vasculature. It was reported that the pt is currently doing "fine." Additional information has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.